Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pace impedance measurements.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. At the implant procedure the lead was observed to exhibit pace impedance measurements greater than 4,000 ohms. The lead was extracted and replaced with another. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.